Event description:
It was reported, the colonovideoscope exhibited a communication error (error code e315). The issue occurred during preparation for use for a diagnostic unspecified procedure. The procedure was completed using a similar device, no delay. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.